Event description:
The doctor reported observing metal particles in the pt's eye during a phacoemulsification procedure. The partiles were removed and there was no harm to the pt. The phaco handpiece and needle, along with the retrieved particles, were returned for evaluation.